Manufacturer narrative:
This case was initially received via regulatory authority (hpra, reference number: (B)(4) on (B)(6)2019. The most recent information was received on 02-feb-2019. This spontaneous case was reported by an other and describes the occurrence of hysterectomy ("hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2015, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced disease complication ("complications"). The patient was treated with surgery. Essure was removed. At the time of the report, the hysterectomy and disease complication outcome was unknown. The reporter considered disease complication and hysterectomy to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6)2019: case (B)(4) was identified as duplicate of this case and will be deleted from argus. All information was transferred to this remaining case. Legacy device report number from deleted case is (B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (hpra, reference number: (B)(4)) on 17-jan-2019. The most recent information was received on 26-feb-2019. This spontaneous case was reported by an other and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), menorrhagia ("severe heavy and prolonged periods"), syncope ("fainting"), contusion ("severe bruising"), insomnia ("insomnia"), fatigue ("chronic fatigue"), headache ("severe headaches"), allergy to metals ("hypersensitivity to nickel"), alopecia ("hair loss"), tinnitus ("tinnitus"), dyspareunia ("dyspareunia"), pruritus generalised ("body itching"), sinusitis ("sinus infections") and malaise ("unwell feeling") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy and hysterectomy). Essure was removed. At the time of the report, the abdominal pain, back pain, menorrhagia, syncope, contusion, insomnia, weight increased, fatigue, headache, allergy to metals, alopecia, tinnitus, dyspareunia, pruritus generalised, sinusitis and malaise outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, alopecia, back pain, contusion, dyspareunia, fatigue, headache, insomnia, malaise, menorrhagia, pruritus generalised, sinusitis, syncope, tinnitus and weight increased with essure. Amendment: the report was amended on 25-mar-2019 for the following reason: amendment: on 07-feb-2019 the events added: chronic back pain, abdominal pain, severe heavy and prolonged periods, fainting, severe bruising, insomnia, weight gain, chronic fatigue, severe headaches, hypersensitivity to nickel in the device, hair loss, tinnitus, dyspareunia, bodily itching, sinus infections, all over unwell feeling. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (hpra, reference number: (B)(4)) on 17-jan-2019. The most recent information was received on 07-feb-2019. This spontaneous case was reported by an other and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), menorrhagia ("severe heavy and prolonged periods"), syncope ("fainting"), contusion ("severe bruising"), insomnia ("insomnia"), fatigue ("chronic fatigue"), headache ("severe headaches"), allergy to metals ("hypersensitivity to nickel"), alopecia ("hair loss"), tinnitus ("tinnitus"), dyspareunia ("dyspareunia"), pruritus generalised ("body itching"), sinusitis ("sinus infections") and malaise ("unwell feeling") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy and hysterectomy). Essure was removed. At the time of the report, the abdominal pain, back pain, menorrhagia, syncope, contusion, insomnia, weight increased, fatigue, headache, allergy to metals, alopecia, tinnitus, dyspareunia, pruritus generalised, sinusitis and malaise outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, alopecia, back pain, contusion, dyspareunia, fatigue, headache, insomnia, malaise, menorrhagia, pruritus generalised, sinusitis, syncope, tinnitus and weight increased with essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: events added: chronic back pain, abdominal pain, severe heavy and prolonged periods, fainting, severe bruising, insomnia, weight gain, chronic fatigue, severe headaches, hypersensitivity to nickel in the device, hair loss, tinnitus, dyspareunia, bodily itching, sinus infections, all over unwell feeling. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 17-jan-2019. This spontaneous case was reported by an other and describes the occurrence of hysterectomy ("hysterectomy") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the hysterectomy outcome was unknown. The reporter considered hysterectomy to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.